Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the image quality is blurry was unconfirmed. The ultrasound images produced are of similar quality to the examples of acceptable criteria. There is no root cause as the issue could not be reproduced. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer - I have a probe from one of our site rite 8¿s that is having image quality issues. The probe is currently not useable. It does not have any signs of physical damage or wear and tear.

Event description:
It was reported by the customer - I have a probe from one of our site rite 8¿s that is having image quality issues. The probe is currently not useable. It does not have any signs of physical damage or wear and tear.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.